Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: was the harh45 being used on the left gastric artery or another lap instrument? It was a branch of the left gastric artery and, according to dr. (B)(6), a little over 2mm in diameter what is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.) He could not remember if he used min or max on this vessel, but normally he would activate the device and, after the att tone is heard for a few seconds, begin to put minimal tension on the tissue to complete transection. Did the surgeon recall hearing the second tone when using the advanced hemostasis button? He did not use advanced hemostasis button. Where was the advanced hemostasis used? It was not. Where was the min/max button used? Please see above. How long has the surgeon been using the harmonic +7 device? Approx 3-4 weeks. Was the surgeon in-serviced prior to using the harmonic +7 device? Yes. How long after the first procedure did the patient have post-op bleeding? Approx 1 hour.

Event description:
It was reported that after a lap gastric sleeve procedure, there was a post op bleed 1 hour after the procedure on the left gastric artery. A laparotomy was required to stop the bleeding. The patient is now stable.